Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: one touch ultra link would not power on by pressing the button. The patient did not have the test strips with him during the troubleshooting, so it is not clear whether the meter would turn on by inserting the test strip all the way into the test strip port. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.